Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incident reported from this lot. It should be noted that the intended use section of the mitraclip system, instruction for use (IFU) states: the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. Since, the device was used for a tricuspid valve procedure, this is considered as an off-label use of the device. However, it could not be determined if using the mitraclip on the tricuspid valve caused or contributed to the reported difficulties. All available information was investigated, and a definitive cause for the reported slda could not be determined. The tricuspid regurgitation (tr) appears to be due to the procedural conditions of the slda. The reported patient effects of tr , as listed in the mitraclip system IFU, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed for single leaflet device attachment. It was reported that an initial mitraclip procedure was performed on (B)(6) 2019, to treat functional tricuspid regurgitation (tr) with a grade of 5. Two mitraclips were implanted, a mitraclip ntw and a mitraclip xtw. Post procedure tr was reduced to 1. On (B)(6) 2020, echocardiogram showed a single leaflet device attachment (slda). The mitraclip ntw detached from one leaflet. Tr was moderate to severe. No treatment was performed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incident reported from this lot. It should be noted that the intended use section of the mitraclip system, instruction for use (IFU) states: the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. Since, the device was used for a tricuspid valve procedure, this is considered as an off-label use of the device. However, it could not be determined if using the mitraclip on the tricuspid valve caused or contributed to the reported difficulties. All available information was investigated, and a definitive cause for the reported slda could not be determined. The tricuspid regurgitation (tr) appears to be due to the procedural conditions of the slda. The reported patient effects of tr , as listed in the mitraclip system IFU, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.b5 d4: catalog#, lot number, expiration date. H4: manufacture date

Event description:
Subsequent to the initially filed medwatch, additional information was received: the mitraclip xtw (not the mitraclip ntw) detached from one leaflet. No additional information was provided.